Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate w/ a monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate w/monitor) was confirmed. Upon investigation the electrode belt was unable to communicate w/ a monitor. The cause for the failure was isolated to cuts to the trunk cable. The cuts severed the yellow (pgnd) and the white (drvn gnd) wires. The root cause for the cables was physical abuse. No adverse event resulted from the defective electrode belt.